Manufacturer narrative:
(B)(4). Mfg. Site name- coherent inc. One flexiva 365 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. The strain relief boot was broken distal to the connector. There were no damages noted along the body of the fiber. The investigator was unable to examine light was unable to travel to the fiber face within the sma connector to illuminate it, this indicated that the fiber was broken within connector. The condition of the returned device confirms the reported event. A review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on march 10, 2017 that a flexiva 365 laser fiber was used during a cystoscopy, left ureteroscopy, holmium laser lithotripsy, basket stone extractions procedure in the left ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a versapulse powersuite holmium 100w laser with settings of 0.6 to 1.4 joules and 1.6 to 2.0 joules with total energy of 1078 kilojoules. According to the complainant, during the procedure and outside the patient, the fiber near the black part of the connector broke. The nurse/ tech holding it got burned and was treated with silvadene cream. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.